Manufacturer narrative:
Device evaluation: 1 x zso-7-12 of unknown lot number was not available for return to cirl. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-12 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for the zso-7-12 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ additional information requested as to the complaint device once as per dv0001556 there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened with the pigtail straightener. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to the completion of the investigation. The doctor wanted to insert the zso-7-12 in the left biliary duct (after remove of pre positioned zso-7-12). So the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-12. It was impossible. So the new one was used.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the left biliary duct (after remove of pre positioned zso-7-12). So the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-12. It was impossible. So the new one was used.